Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. Fluoroscopy confirmed that the lead had pulled back completely out of target vessel and could not be repositioned. The patient had limited lv vessels available for implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high resistance/impedance, there was 1 - patient alert for out of tolerance sub-threshold lead impedance on (B)(6)-2011, programmer data shows an alert event for lv pacing lead impedance = 1045 ohms on (B)(6)-2011, and there was a impedance/resistance decrease. The weekly pace lead impedance trend data shows a decrease for min and max lv perm pace impedance = 1045 to 285 ohms minimum between (B)(6)-2011 and (B)(6)-2012.